Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the battery compartment was cracked at the case seal. Evaluation also revealed that the returned battery cap was damaged; the removal slot on the top of the cap was stripped/worn and was difficult to remove from the pump. Unrelated to these issues, investigation revealed that the low profile clip on the back of the pump was broken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked at the case seal. Evaluation also revealed that the battery cap was damaged; the removal slot on the top of the cap was stripped/worn and was difficult to remove from the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.